Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that all the reload pushers were fired, with the sled fully advanced. The jaws were clamped on tissue. The I-beam was advanced to the 0.5 cm cut line. Both sutures were released. The reload lock ring was in the home position. It was reported that the lock ring was out of position. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument was difficult to retract knife blade. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: blowout plate damage. Functional testing found that the blowout plates on the left side of the reload were damaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, serial# (B)(6) sigphandle, sig power sigphandle handle, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch (sadi) procedure, after successful firing, the knife blade would not retract. The surgeon attempted multiple troubleshooting processes but it appeared that the connect between the adapter and reload was misaligned. The surgeon eventually able to upsize a 5mm trocar to 12 mm, insert another stapler, complete the sleeve and remove the locked staple reload and adapter. The surgical time was extended by 100 minutes due to device issue.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload lock ring was in the home position. The jaws were clamped on tissue. The blowout plates on the left side of the reload were damaged. Functional testing found that due to the noted damage, the reload was forwarded to engineering. It was reported that the lock ring was out of position. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the knife blade was difficult to retract. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of "blowout plate damage". The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.